Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea"), dyspareunia ("dyspareunia"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia"), psychological trauma ("psych injury"), fatigue ("fatigue"), migraine ("migraine"), uterine prolapse ("prolapsed inflamed uterus") and uterine inflammation ("prolapsed inflamed uterus") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, psychological trauma, fatigue, migraine, weight increased, uterine prolapse and uterine inflammation outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, psychological trauma, uterine inflammation, uterine prolapse and weight increased to be related to essure. The reporter commented: reported : date of insertion: (B)(6) 2008 (noted discrepancy). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Reporter information added. This case become incident. Previously reported event injury to herself were updated dysmennorhea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, psych injury, migration, fatigue, migraine, weight gain, prolapsed inflamed uterus. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.